Event description:
Same case as MDR ID: 2134265-2014-02922. It was reported that a malfunction of the led lights occurred. The 2.5-3 inch lesion was located in the severely calcified and moderately tortuous, chronic total occlusion in the superficial femoral artery. A truepath chronic total occlusion device was operational for approximately 20 minutes with good audio and visual feedback. Approximately an inch of progress was made in the lesion. After 20 minutes, the led light on the control unit would not illuminate. The device was removed from the patient and tested on the back table and the tip was able to spin with resistance; however the lights would not illuminate. A small perforation was noted after the truepath was removed that resolved. The decision was then made to go subintimal with a standard guide wire. The physician used a non-bsc guide catheter with a platinum plus guide wire. It was then noted that the guide wire had a partial break and was successfully removed from the patient within the catheter. The case was aborted with the patient untreated. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was no visible damage to the returned complaint sample, the device powered up and all lights were flashing and the audio tones could be heard. The tip did not rotate. The unit was dismantled and the driveshaft was found to be broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02922. It was reported that a malfunction of the led lights occurred. The 2.5-3 inch lesion was located in the severely calcified and moderately tortuous, chronic total occlusion in the superficial femoral artery. A truepath chronic total occlusion device was operational for approximately 20 minutes with good audio and visual feedback. Approximately an inch of progress was made in the lesion. After 20 minutes, the led light on the control unit would not illuminate. The device was removed from the patient and tested on the back table and the tip was able to spin with resistance; however, the lights would not illuminate. A small perforation was noted after the truepath was removed that resolved. The decision was then made to go subintimal with a standard guide wire. The physician used a non-bsc guide catheter with a platinum plus guide wire. It was then noted that the guide wire had a partial break and was successfully removed from the patient within the catheter. The case was aborted with the patient untreated. No patient complications were reported and the patient status is ok.